Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Similar events have shown that the sinking of the conductive stop can lead to an insufficient gap between the jaws, which can result in increased tissue adherence. Although the exact root cause of the event could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Parotidectomy - "doctor fired a couple times and worked as intended. He activated the fine fusion and when the indicator alarmed "done" after he transected, there was some bleeding and the jaws stuck to the tissue. The tech did a "steam clean" and gave the doctor again. He fired it and it worked. About an hour in the case, the doctor fired the fine fusion and the jaws stuck to the tissue causing him to re-grasp and do a second seal. The case continued and fine fusion worked as intended." Patient status - "good."